Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead exhibited no capture at a lower output voltage, intermittent capture when the output voltage was increased, short v-v intervals, and triggered a lead impedance warning for high/undefined pacing impedance. The patient experienced an increase in heart failure symptoms due to the intermittent capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.